Event description:
An attempt to advance a coronary stent with delivery system to the target lesion site in the patient's circumflex was unsuccessful due to vessel tortuosity and an inability to maneuver the sds around a turn in the circumflex artery. The sds was subsequently withdrawn from the patient and the stent was observed to be missing. The stent had embolized to an unknown location in the patient's body. No attempt was made to locate the embolized stent. There were no clinical sequelae reported relative to this event.